Manufacturer narrative:
The investigation determined that the bubbles formed on the sidewall of the container. Bubbles on the side wall are not detected by the analyzer. Per product labeling, sample foam detection is a support function only. The operator must primarily ensure that samples are free of foam.

Manufacturer narrative:
A review of the camera images showed a large bubble present on the side of the sample cup wall. The large bubble did not trigger an alarm. Review of images from the analyzer showed several occurrences where a bubble existed within the detection area of the camera that also did not alarm. The field engineering specialist cleaned the active gripper and adjusted the camera. He also found that the sample probe adjustment was poor. He adjusted the sample probe alignment. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained that the camera system on the cobas 8000 e 801 was not correctly detecting sample bubbles in a patient sample. The customer provided the elecsys probnp ii immunoassay results for 1 patient that were affected by the camera not detecting a bubble in the sample. The initial probnp result was 4130 pmol/l with a data flag. The same patient sample was retested resulting in a probnp result of 8260 pmol/l with a data flag. The patient sample was manually loaded onto the cobas e8000 e801 system and had a probnp result of 4.26 pmol/l. For the two high probnp results, the patient sample was processed by the cobas c8100 system. The low probnp result in question came from a sample tube processed by the cobas p501 and then manually put on the cobas 8000 e801. The low probnp result in question was reported outside of the laboratory. The probnp reagent lot information was requested but was not provided.